Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the functional testing indicate that speaker produced audible sound. The customer's allegation was unable to be confirmed; therefore, the root cause of the customer's allegation is unknown. The customer received a replacement device.

Event description:
The customer reported a speaker malfunction, the speaker is not working. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.